Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information received: no treatment was performed other than removing the anvil from the patient through the anus. The x-ray was taken postoperative, and it was confirmed the deployed staples were formed properly. The surgeon commented the device might clamp something when it was anastomosed. It felt something was caught in the device rather than just difficult to remove the device from the patient. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, after the firing, the adjusting knob was rotated counterclockwise twice, and the device was attempted to remove from the patient but could not. Therefore, the device was opened fully and removed from the patient, but the anvil was left inside the patient. A forceps was used take the anvil from the patient through the anus to complete the case. The device was used between the colon and the rectum. Donuts was created properly, and no problem was observed at the leak test, but when the x-ray was checked, it seemed one of the staples at the anastomosed site was not deployed. There were no adverse consequences to the patient.